Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was not detected on bus. A field service engineer (fse) remoted in and identified drawers 4.1 and 4.2 on main as not detected on the bus by reviewing the log files. Drawer settings showed both drawers as connected, but all pockets indicated failures with medications loaded. The station was rebooted, and after the reboot, no further failures were observed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 were not detected on the bus and did not function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.